Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and collapsed and there were differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer also reported that the insulin pump was over delivering the insulin. The customer was treated by visiting the emergency room. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7040a. Troubleshooting was performed, the customer reported blood glucose value of 30 mg/dl and the sensor glucose value of 130 mg/dl, the difference between sensor glucose and blood glucose values was beyond 30% limit. Troubleshooting was performed for low blood glucose event and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. The customer will discontinue to use the sensor. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle does not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.